Event description:
It was reported by the hosp that a pt was lying on the pad and when it was connected to the water circulation and water began leaking out of the seam. The pt became wet. Further info on the adverse event could not be obtained.